Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient came in to clinic with issues from vns. The patient was hospitalized the day prior with shooting pain in neck, chest, and back corresponding with vns stimulation. Vns was turned off in hospital and then turned back on in clinic. The provider ran diagnostic test and an error popped up indicating magnet was not working. Output status showed caution triangle. The provider was able to program patient's settings. Battery was not depleted. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received stating that suspect device is not available for product analysis as it has been discarded.

Event description:
It was later reported that patient had a prophylactic generator replacement surgery. Suspect product has not been received into product analysis to date. No other relevant information has been received to date.